Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. During visual evaluation, segment 1 consisted of the catheter. Circumferential break, a compound rupture was noted to the proximal end of the ballon, marker bands were present. Segment 2 consisted of the distal end of the balloon with slight prolapsing and a compound rupture was also noted. No functional testing was performed due to the nature and condition of the complaint. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon. Also, the investigation is confirmed for the reported detachment and removal difficulty as the device was received with a complete detachment of the balloon and prolapsing was also noted to the balloon, which would have been caused removal difficulties. A definitive root cause for the reported balloon rupture, detachment and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d2b (lit; dqy), h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured after the second inflation up to 8 atm. It was further reported that when removing the pta balloon through the introducer sheath, half of pta balloon was teared at the tip of the sheath in the patient, and they had to remove the sheath with most of the pta balloon except for the tip. Reportedly, larger entry site was created by making an incision and the pta balloon tip was removed using forceps. The current status of the patient is reported to be stable.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured after the second inflation up to 8 atm. It was further reported that when removing the pta balloon through the introducer sheath, half of pta balloon was torn at the tip of the sheath in the patient, and they had to remove the sheath with most of the pta balloon except for the tip. Reportedly, larger entry site was created by making an incision and the pta balloon tip was removed using forceps. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. Device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.